Event description:
Incident description: frame of sunglasses snapped at the bridge while putting them on and sharp end hit me in the eye causing pain. Product description: the brand is switch. The model is avalanche. They are sports sunglasses with changeable lenses. The lenses are held in by magnets. The frames snapped at the end of one of the embedded magnets. Reminds me of breaking a stick over my knee. May be the magnet took the flexibility out of the frame at the fracture point. (B)(4). Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2013 this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. Across 3-4 weeks I sent two emails through (B)(4), but received no reply. (B)(4).